Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit communicated properly with the guardian link 3 and the test plug. Unit entered into auto mode properly. No unexpected disconnect from auto mode or auto mode anomaly noted. No insulin pump/transmitter communication anomaly noted. All buttons functions properly. No unresponsive buttons or stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on printed circuit board was properly locked. No pump error alarms noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on printed circuit board. No damage noted on the motor. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 449 mg/dl at the time of incident. Stuck button troubleshooting was performed and customer stated that they were unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. Customer also reported multiple pump error alarms and troubleshooting was performed and completed. Customer had a high blood glucose of 449 mg/dl the day prior to call and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.